Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the 3d spins are very dark. This was consistent on two spins. Images were still used in surgery. There was no delay to the procedure and no impact on patient outcome. Gain calibrations are done on the 15th of every month, so they were not due at the time of this event.